Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the battery compartment is cracked. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and cracked retainer. The p-cap/reservoir does lock properly. Confirmed cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack in case. Customer reported that there as damaged in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.